Event description:
It was reported by service report that the power cord was missing the ground. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord ground prong missing.